Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported that when the patient returned for follow-up just over seven years later, a ia endoleak was observed on the proximal side of the device and this was confirmed by CT. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.